Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was admitted to the hospital. On an unreported date, the patient was given a loading dose of vancomycin 1gm ip, amikacin 500mg daily ip and orzid 1gm daily ip. The root cause of the peritonitis was patient made a mistake described as break in aseptic technique. At the time of reporting, the event of peritonitis was resolving. Pd therapy was ongoing.